Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 68-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), an ultrasound of the right leg (impella side) was performed due to low/absent pulses. Chronic calcification was noted. Out of an abundance of caution, the physicians decided to bypass the peel-away sheath to an antegrade 6fr sheath. Four days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 3.9l/min as intended. Limb ischemia may be influenced by patient-specific factors such as the patient's severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Event description:
An impella cp device was inserted into the right femoral artery via a 14fr introducer sheath, in a 68-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), an ultrasound of the right leg (impella side) was performed due to low/absent pulses. Chronic calcification was noted. Out of an abundance of caution, the physicians decided to bypass the peel-away sheath to an antegrade 6fr sheath. The 14fr introducer sheath had not been peeled away at this time, which is not best practice as noted in the instructions for use. Four days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 3.9l/min as intended. Limb ischemia may be influenced by patient-specific factors such as the patient's severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
B5: added the updated clinical review. D: per a review of the complaint file and new information provided by the customer, changed the brand name from impella cp to introducer. Corrected the common name and pro-code. Corrected the lot number, expiration date, catalog number, UDI. Omitted device serial number. H4: corrected device manufacturer date. H6: omitted code g04105 and added code g04074. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (ischemia) : the root cause of the injury was unable to be determined due to insufficient clinical details.